Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: ( description incoming product condition) the valve was returned in a plastic container with unknown liquid. Manufacturing and quality control data: the paedishuntassistant was manufactured by a qualified employee; deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The valve has a fixed pressure of 10 cmh2o. The valve was inspected as article fv288t. All parameters have been approved and assessed as meeting specifications during the manufacturing process. Summary: on the basi:s of juristic requirements, the surgeon must provide a personal request as a step of safeguard. Unforunately, no consent was received from the surgeon. An official release is missing for the investigation of the product. For this reason, the product was returned for discharge without examination. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from (B)(4) kg. No further actions required.

Event description:
According to the complainant a shunt assistant was not functioning as expected. According to the complainant, the shunt system was not working properly when put together and inline, but each component (reservoir, valve, & shunt assist) seemed to work individually. The surgeon took out the valve system and replaced it with all new components of the same product. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of this event. Further details were not provided. Weight: (B)(6). Associated medwatch: 3004721439-2021-00765.